Event description:
It was reported that balloon rupture occurred. The complete total occlusion target lesion was located in the external iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced dilation. During first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was 100% stenosed, non-tortuous, and moderately calcified. The balloon was inflated for 10 seconds before it ruptured.

Event description:
It was reported that balloon rupture occurred. The complete total occlusion target lesion was located in the external iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced dilation. During first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.